Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line. The event occurred during drain two of three on the home choice (hc). The home patient (hp) indicated they had disconnected from the patient line; when the hp returned to reconnect they noticed there was air in the patient line. The hp did not reconnect. The technical service representative (tsr) had the care giver (cg) end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.